Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was confirmed to be medical adhesive. It is likely that the foreign material may not have been removed due to imperfection of proper reprocessing caused by the leakage. However, the specific root cause could not be determined. The event can be detected/prevented by handling the device in accordance with the following instructions for use (IFU): instruction manual evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection shows how to detect the event. Instruction manual evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, the customer's reported issue of insertion tube clogged was confirmed; an unidentified crystalline foreign material which could not be taken out with biopsy forceps was noted in the insertion tube. The following additional findings were also noted: insertion tube leaked, switch box was damaged, switch 1 was damaged, and the up/down knob had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that, during the reprocessing of their evis lucera gastrointestinal videoscope, it was discovered that there was tissue glue stuck in the insertion tube. The customer was not sure when the clog first occurred, there were reportedly no issues with how the device was reprocessed, and the endoscope was not used once the clog was identified. The issue did not result in any delay, and the procedure for which the device was intended was completed with a different device. There were no reports of patient or user harm associated with this event.